Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter (B)(4) and questioned if there could have been on interference from the prevantics alcohol swabs used on the patient. The result at 11:27am was 416 mg/dl and the result at 11:37am was 196mg/dl. The facility believed the result of 196mg/dl was correct. There was no treatment given or received and the patient had no serious injury. Routine controls had been run on the meter within 24 hours of the incident and both levels passed. The prevantics alcohol swabs have chlorhexidine gluconate as an ingredient which is not known to interfere with the inform ii system. The suspect meter and strips were requested to be returned for investigation.

Manufacturer narrative:
The returned customer strips were tested with a retention meter and control material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 42, 43, 42 mg/dl, level 2: 292, 292, 289 mg/dl. All results were within the acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.